Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to blackpool manufacturing site for evaluation. The photo investigation and visual examination found a crack on the ampule plastic cap, confirming the reported allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search through depuy synthes' quality system has identified a CAPA has been raised to address the current complaint condition.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this complaint was received for investigation. The photo investigation can confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : ref CAPA-010698.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, when opening the package, it was found that the silicone cap of the syringe was cracked, so the surgeon didn¿t use it. The surgery was completed successfully within 30 minutes delay. No further information is available.